Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that chest pain occurred. In (B)(6) 2015, the patient underwent a myocardial infarction (mi) within 24 hours prior to the index procedure. The target lesion was located in the proximal left anterior descending (lad) artery with 99% stenosis and was 14mm long with a reference vessel diameter of 2.25mm. The lesion was treated with pre-dilatation and placement of a 3.5x16mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was not performed, resulting 0% residual stenosis. Three days post-procedure, the patient was discharged on aspirin. In (B)(6) 2015, the patient experienced cardiac chest pain which required hospitalization and intervention of an angioplasty. On the following day, the patient underwent a selective coronary angiography of the right and left coronary arteries and a left heart catheterization revealed a patent stent oversized in the proximal lad, a small diagonal branch jailed by stent and a normal left ventricular end-diastolic pressure. A left ventriculogram was deferred due to known left ventricular ejection. The same day, the patient was discharged from the hospital and the cardiac chest pain was considered resolved.